Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery in the "a" battery well and fails to power up. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to recognize the battery in the "a" battery well and fails to power up. There was no report of pt involvement.